Event description:
Complainant alleged that the medics were attempting to monitor a patient (age is unknown) using electrodes with the device, but the device screen remained blank. The medics then "messed with the wires" and the device screen displayed the patient's heart rhythm. Subsequent to the event, the biomedical engineering department tested the device and received a "status 56" error message on the device screen. The complainant indicated that there was no adverse effect on the patient as a result of the reported malfunction.